Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18-016: mlurc has been determined under (B)(4). (True metrix products only) note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated has not received replacement products yet.

Event description:
Customer initially called on 03-feb-2020 to report complaint of meter was giving her double lines when she inserted the test strip. At the time of the call, the customer did not report any symptoms or past medical attention. During the troubleshooting process, the meter displayed the double lines. Replacement product was sent to customer. Customer had subsequently called on 07-feb-2020 and 10-feb-2020 to check on the status of the replacement. Customer stated she had not received the replacement product and new shipment was sent to customer 10-feb-2020. During follow up call on 12-feb-2020, customer reported past-adverse event, stating that she received medical intervention on (B)(6) 2020, prior to the initial call. Customer stated that she performed a blood test using the meter and had obtained a result of 85 mg/dl fasting. Customer stated that she was shaking and turning pale. Her husband and father-in-law gave her a little debbie snack but was still shaking and was turning blue; customer was taken to the hospital. Customer does not recall her results from hospital. Customer stated she was observed for a few days. Customer stated she is not on insulin; customer stated she hasn't been diagnosed as of yet but was going the doctor now for a follow-up and that she may be a type 2 diabetic. Customer stated she may begin insulin soon. Customer stated she will use her father-in-law's meter until she gets her replacement.

Manufacturer narrative:
Sections with additional information as of 23-apr-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 23-apr-2020: h10: most likely underlying root cause corrected from "mlc-18-016: mlurc has been determined under rep-18-016. (True metrix products only)" to "mlc-61: improper use / mishandled by end user".